Event description:
The reason for call was patient reported that they were in a lot of pain and they feel a buzzing sensation in group b. Patient stated that they had a major fall, which is when their pain began, and mentioned that the stimulator was not helping their pain. Patient mentioned that they had construction work done on their foundation, but it was not cleaned up thoroughly. Patient added that when they went to the emergency room the next morning, they were knocked out. Patient mentioned that they contacted the manufacturer and sent a picture to show if their leads had moved. The patient was redirected to their hcp regarding their pain and adaptive stim setup.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the implantable neurostimulator (ins), s/n: (B)(6) in this report may have caused or contributed to the serious injury symptom of being "knocked out" after having construction work done to their home. However, this event remains reportable for the allegations attributed to the patient's stimulation issues. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: per further review, a0904 was added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.